Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046 x 0.032" and was not returned with the instrument. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/n10191028 0016) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1436, with 6 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event and although there was no patient injury reported, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a broken cable on the tenaculum forceps instrument. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was reported to be doing fine. The patient demographics cannot be provided. No further details have been received as of the date of this report.